Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the 511h seal tore during the procedure, but no problem with pneumo loss occurred. The surgeon continued to use the same sleeve with the ms512 instrument. It was noticed after the case was completed, that a lot of gas was used, and that's when the small tear in the seal was observed. There was no consequence to the pt.